Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 20ga x 1.16in leaked. Received pir video observed leaking at catheter hub.

Event description:
Received pir video observed leaking at catheter hub.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the reported batch. From the returned video, observed liquid leakage from the catheter near the nose of adapter. However, unable to evaluate if there is damage on adapter or catheter tubing due the video was too zoomed out for evaluation. Actual sample was needed to evaluate if there is damage on the adapter or catheter tubing and the exact defect location, in order to establish the root cause. As current control, there is an outgoing functional test in place to check for catheter leakage. There is also outgoing and in-process visual inspection in place to check for catheter tubing and adapter damage which could cause leakage. As no actual sample is returned for evaluation, root cause could not be established.